Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced five infusion sets fell off events during doing physical activities on date (B)(6) 2024. The infusion set was in use for less than 3 days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.